Event description:
It was reported that during surgery for the rejuvenate femoral hip system, the femur was fractured during the final seating of the stem. The surgeon was instructing the resident to impact the stem into the femur. The surgeon instructed the resident to stop impacting, however, he applied several add'l blows before stopping. The stem originally sat 1 mm above where the broach sat. The resident stopped impacting after the stem was slightly below the level at which the broach sat. This caused the surgeon to check for fracture. There was a fracture noticed in the anterior lateral region of the femur. A cable was used to stabilize the fracture. The surgeon was asked if the event occurred due to too much press fit. He noted that the resident continued to impact after being instructed to stop and also that the location of the fracture is not consistent with the location of all other press-fit related fractures.